Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) and a system error 2367 which occurred on the homechoice (hc) during fill 2 of 4. The technical service representative (tsr) explained the alarms to the home patient (hp). The patient was connected at the time of the alarm. The patient line had been properly primed prior to connection, and no patient extensions were in use. The patient had not disconnected prior to the alarm. The supplies had not been damaged by an outlet port clamp or assist device. The hp stated that the heater bag became disconnected from the heater line and started to leak on the floor. The tsr had the hp cycle the power. The hp was to restart with new supplies. The tsr advised the hp to inform their nurse of the alarm. The hc was operational. Proper procedures were reviewed. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) was confirmed; however, no root cause could be determined. The sample was not returned to baxter, therefore no evaluation or batch review could be performed. This issue is being investigated through CAPA.